Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer had an this alarm was generated when the pump detects movement in hall sensor counts that are unexpected since the pump did not command motor movement and no motor movement or negligible movement. Retries to free a stuck motor failed. The customer also stated that the insulin pump's keypad were not responding and it got stuck. The customer was able to clear all the alarm and was able to rewind the pump. No harm, requiring medical intervention was reported. Troubleshooting was performed and it is unknown if the customer had continued to use the device. The insulin pump will be returned for analysis.

Manufacturer narrative:
Retainer ring= black. Case= ngp customer returned device due to alleged pump error , pump error and stuck button error alarm found on (B)(6) 2022. Device passed the displacement, rewind, prime/seating, basic occlusion test, force sensor test, occlusion test and self-test. P-cap was attached and locked into place properly. Unit was successfully downloaded using thump for history files and traces. No alerts/alarms/anomalies noted during testing. Pump error occurred on (B)(6) 2022 21:14:26.000 on event date in history files. Pump error 38 occurred on (B)(6) 2022 14:56:00.000 on event date in history files. No stuck key alarms noted during testing, however, a stuck key alarm was found in the history file on (B)(6) 2022 19:41:37.000. The connector on electrical board 1 was locked properly during visual inspection. Device passed the keypad voltage test. Device was cut open to perform visual inspection and found moisture damage on motor, motor home switch and force sensor. Motor was tested outside, and it passed. The following were noted during visual inspection: cracked keypad overlay, stained keypad overlay and pillowing keypad overlay. Pump error was not confirmed. Pump error is confirmed due to moisture damage to motor assembly. Stuck button error alarm did not occur during testing; however, a stuck button alarm was found in the history file. Stuck button error alarm was confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.